Event description:
Health care professional reported the patient had been complaining of intermittent pain control despite increasing the dosages of the morphine in the pump. Patient had been in a motor vehicle accident and subsequent refills of the pump showed volume discrepancies-there should have been more drug in the pump than there was. This happened on 3 occasions. X-rays were done to check the connector and the position and everything looked fine. The pump was replaced and the drug changed from morphine to dilaudid. The patient has not been seen for follow up since the day of the event, but the health care professional is aware of no problems.